Event description:
The drill ended wire was used to create a guide for drill & passing graft. Drilling became difficult and when appeared through skin the drill end tip was missing. This is believed to have snapped off inside the pt's femur.